Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity c total bilirubin results for a (B)(6) male patient. The following data was provided (customer¿s normal range is 6-12 mg/dl): sample ID (B)(6) initial result, on (B)(6) 2022, was 23.3 mg/dl, repeated using a roche assay was 12 mg/dl. The patient was redrawn, after phototherapy, and the result was 24.6 mg/dl, repeated at (B)(6) lab was 16.30, repeated at (B)(6) lab was 16.37 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity c total bilirubin results, when compared to the roche method, included a review of data and information provided by the customer, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for falsely elevated results for the product. Return testing was not completed as returns were not available. A review of the product labeling concluded that the issue is sufficiently addressed. Manufacturing documentation for the likely cause list number were reviewed and did not identify any issues. File sample analysis was not performed as the issue appears to be specific to the documented patient samples. The issue was not reported to have been observed with samples from any other patient. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency with the alinity c total bilirubin reagent, lot number 59369uq03, was identified.